Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that myopotential oversensing caused inappropriate mode switch episodes. Atrial noise could be reproduced with inductive testing. After the atrial sensitivity was reprogrammed, the noise was no longer reproducible. No patient symptoms were reported.